Event description:
It was reported that this right atrial (ra) lead was explanted due to noise and a fracture. No additional adverse patient effects were reported. Should the lead be returned this investigation will be updated.